Event description:
It was reported that balloon rupture occurred. During a procedure involving a 10mmx2.50mm wolverine coronary cutting balloon, the balloon ruptured at 10 atmospheres. The device was removed and the procedure completed with another of the same device. No patient complications were reported.